Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error 4 alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error and the motor arm cannot communicate with the main arm. The customer¿s blood glucose was 259 mg/dl at the time of incident. The customer's other blood glucose was 300 mg/dl. The customer stats that they were no able to pass the self test. The insulin pump will be returned for analysis.